Manufacturer narrative:
H3: software analysis completed and determined that logs reviewed provided insufficient information to determine root cause of the r eported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Logs were received however analysis has not been completed at this time. The system has been serviced under a different case and the power cord was replaced. This case was documented under regulatory report number 1723170-2020-02052. Codes if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system unexpectedly shutdown during their case. It was noted that there was no indicator on the navigation system that the battery was low. The site changed outlets and were able to continue with the case. The navigation system was initially connected to a boom outlet and then switched to a wall outlet. There was a 10-minute delay to the procedure and no impact on patient outcome. Additional information was received. It was reported that the root cause of the issue is unknown. Biomed inspected outlets in the operating room (or) and they are functioning. The uninterrupted power supply (ups) self test passed before and after shutdown event. The issue is power related. The system was plugged in to a known working outlet at the time of the event.